Manufacturer narrative:
Event summary: the patient data files showed at least fifteen applications were performed with catheter 2af284 / 87470 on the date of the event with no system notice or any issues. Failure files also did not confirm any system notice. Upon visual inspection of sheath, 4fc12 / 45038, results showed the device was intact with no apparent issues. Flushing/air aspiration testing did not show any air passing through the tube or expelled from the distal tip. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve. It is suspected the valve disk was torn. In conclusion, the reported issue, air ingress during aspiration, has been confirmed through testing but not confirmed through the data analysis. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress was observed. The sheath was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.